Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a constant no power alarm audio from the mobile power unit (mpu) was confirmed via evaluation. The heartmate mobile power unit (mpu) (serial number (B)(6) was inspected at the service depot. Visual inspection revealed paint and scuff marks on the patient cable insulation. The mpu was plugged in to an alternating current (ac) power source. The patient cable was manipulated where the scuff marks were observed and the echo alarm activated. The issue was traced to the patient cable and the unit was forwarded to the product performance engineering (ppe) group for further analysis. Further analysis of the forwarded unit confirmed the event. The mpu booted up as intended and the echo alarm activated upon manipulation of the patient cable. The patient cable underwent insulation and continuity testing and passed, despite manipulation of the cable by hand. The cable jacket was stripped and submerged into a saline bath for high potential testing. The test revealed current leakage in the red wire, echo alarm line, and exposed conductors were observed. Information provided by the account stated that the alarm audio activated despite no visual alarms and at times when the system controller was not connected. Multiple attempts were made to obtain additional information from the customer regarding log files; however, no additional information was provided. A root cause for the reported event was determined to be due to the damage on the mpu patient cable and the red wire shorting to shield; however, a root cause for the damage was unable to be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient visited the clinic for "power disconnect alarms" while connected to their mobile power unit (mpu) at home. The patient brought in their mpu and had a constant "no power" audio alarm, which continued even after being disconnected from the mpu. There were no alarms present on the system controller or on the mpu itself at the time of the "no power" audio alarm. After the mpu was unplugged from the wall, the alarm persisted and took several moments for the alarm to stop on its own. The patient was issued a new mpu and wanted to return theirs for a replacement since they were discharged within the last 30 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient did not experience any symptoms or adverse effects during the no power events.